Manufacturer narrative:
Investigation results: the complaint of needle retraction failure could not be confirmed from the 18g insyte autoguard devices that were returned for investigation. One needle was received with evidence of use and was fully retracted. Two 18g insyte autoguard devices were received in sealed unit packages. A functional test showed that the needles fully retracted when the safety mechanism was activated. No damage or defects associated with the manufacturing process were identified on the returned samples. Although the returned samples and manufacturing records do not support the complainant¿s description of the reported event, a trend was identified for needle retraction failure complaints and a CAPA was opened to address this issue. This complaint type and corrective action will continue to be monitored for effectiveness. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: needles are not retracting, and the needles are retracting before they hit the button during patient use. No patient harm. They are seeing this a lot. No serious injury no death.